Event description:
The customer reported to olympus, the telescope "ultra", 10 mm, 0° had a dented scope shaft. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the scope tube was dented. However, the specific cause of the dented scope tube was not established at this time. Olympus will continue to monitor field performance for this device.